Event description:
On (B)(6) 2007: 20 months status post mitral valve replacement, echocardiogram showed severe prosthetic mitral valve insufficiency with one of the anterior leaflets not closing properly. After valve removal, upon inspection, a thick fibrous tissue was noted on the under side of the prosthetic valve. The tissue extended from strut to strut completely covering the surface of the leaflet, adhering to the edges of the leaflet, and to the sewing ring of the valve. On (B)(6) 2007: 2 1/2 years status post mitral valve replacement, the pt presented with severe mitral insufficiency, decreased lv function, and severe pulmonary hypertension. Post valve removal, inspection revealed fibrous & epithelial tissue formation under all valve leaflets, the struts covered, & two commissures partially fused by this tissue covering the edges of the leaflets.